Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version: 2.10h. Retainer ring = clear. Pump case: ngp. Patient returned pump for alleged high bg observed on (B)(6) 2020. Received pump with faded display and missing segments. Pump passed the displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and dat at .0872 inches. Pump fails prime/seating test due to early seating. Pump fails self test due to faded display and missing segments during screen test. Event date not listed in pump alarm history. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on lcd screen, pcba 1(j2 connector), and force sensor flex traces. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, partially faded serial number label, cracked retainer, and partially detached retainer. Unable to confirm alleged high bg. Drive/motor anomaly confirmed due to moisture damage on pcba 1 (j2 connector). Faded display/missing segments confirmed due to moisture damage on lcd screen. Moisture damage confirmed on lcd screen, pcba 1(j2 connector), and force sensor flex traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 33.3 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with took a bolus with syringes and the sugars started coming down. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not alleging insulin pump was under delivering. Customer reports they did contact their health care professional regarding the high blood glucose. Customer declined to check their settings. Customer went through the setting with her nurse and the nurse made a few adjustments with regards basal. The nurse increased it a little bit more. Customer stated that they went through the high blood glucose matrix and customer said he did not receive any insulin flow block or insulin delivery stopped alarms. Customer stated that they did not perform high pressure test. The insulin pump will not be returned for analysis.